Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged the customer obtained the results of 399 mg/dl and 194 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter discarded the strips, so no product will be returned for evaluation.